Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances were found.

Event description:
Health professional reported injecting a patient in the cheeks with juvéderm® voluma¿ with lidocaine. Five months later, the patient suffered a "generalized facial inflammation." The physician reported "the possibility it may be caused by a autoimmune disease." The patient was treated with corticoids and "hialuronidasa." Symptoms are ongoing. Patient was concomitantly injected with juvéderm ultra 3.